Manufacturer narrative:
A dreamstation auto CPAP device was returned to a third-party service center for evaluation with an initial allegation that customer was diagnosed with lymph gland tumors and suspected incident in relation with the usage of the device. There was no report of medical intervention. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam particles or degradation. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported. Additionally, there is no other clinical information provided to indicate any causal relationship between the device and the harm reported. Per the conclusions reached and documented in (B)(4): current revision, dreamstation 1 platform voc hhe and (B)(4): current revision, dreamstation 1 platform particulate hhe, "based on testing and complaint data analysis available to date, exposure to the identified vocs levels may lead to headache/dizziness, irritation (eyes, nose, respiratory tract, skin), hypersensitivity and nausea/emesis". Otherwise, "considering the general and higher risk population, the probability of occurrence of harm is estimated as unlikely.¿ current data available does not indicate a correlation between exposure to detected levels of vocs and carcinogenic effects. Therefore, based on available information these allegations of lymph gland tumors, are assessed as not related to the device in this case. DHR review was performed for the complaint device serial number (B)(6), review confirms that the device met the final acceptance criteria and was released for final distribution. The affected products with field complaints alleging pe-pur foam degradation have undergone the establishment of complaint codes specifically identifying foam degradation, for dream station CPAP/bipap series. A field correction action(2021-06-a) was initiated, and medical device recall letters were issued. A field action was initiated to replace pe-pur foam in affected products; degradation was added to the respective dfmeas and the risk management file that was current at the time ¿ ER 2219697 v15 (nirvana risk management matrix) was updated to include hazards associated with foam degradation based on complaints analyzed through various health hazard evaluations (hhes). Risk tags ¿ degrad04, irrit05 reflected the safety risk assessment of design containing the affected pe-pur foam. These complaints were monitored and trended in accordance with the complaint trending procedures. If the complaints were determined to meet the criteria for escalation, they were escalated for risk assessment through the post market clinical escalation process. As of the date of submission for this report, there is no indication that complaints for the failure in question have led to unacceptable levels of severity or probabilities of harm, and therefore no further action will be pursued.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported that it was contacted regarding the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. The "type of reported incident" was mistakenly selected as "serious injury". This has been corrected to "product malfunction".